Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (278 mg/dl). Elevated bg levels were treated via pump boluses. The customer thought that the pump was not delivering as much insulin today because the cartridge was low at 30 units, and that this would be the reason for the high bg. Tandem technical support clearly communicated to the customer, that the pump delivery mechanism is constant regardless of insulin level. The customer was also advised that the pump history indicated no alarms which would have stopped insulin deliver. Tandem technical support offered a system check more than once during the call but the customer declined.